Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: procedure name? Procedure name: open reduction &internal fixation. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? While putting the knot the suture broken from the swage. Was there any adverse patient outcome? No adverse patient outcomes.

Event description:
It was reported that a patient underwent a open reduction and internal fixation procedure on (B)(6) 2022 and suture was used. During the procedure, the suture was broken from the swage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/1/2022. H6 component code: g07002 no device problem found h3 investigational summary: complaint sample: (B)(4) units of opened complaint sample zipper tray, lid, and partially disintegrated suture received for investigation for code vp2347 lot t1075. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The received suture was visually inspected under magnification and observed to be in partially disintegrated condition. Upon visual inspection it was also identified that the surface of suture was rough with excessive filament generated which indicated that the suture was dispensed or handled with force. Complaint sample foil was not received with complaint sample and in absences of complete device for investigation what cause the reported failure cannot be determined. Returned needle was visually inspected and found satisfactory. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code vp2347 lot t1075. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code vp2347 lot t1075 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 27.78 n and value at release was found to be 32.44 n which meets the average usp requirement i.e. Nlt 17.70 n. All the individual as well as average needle pull-off values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2347 lot t1075. No other event was reported for same description from other parts of country. Hence the complaint could not be confirmed. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/23/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.